Event description:
Nebulizer does not work during ventilation.

Event description:
Nebulizer does not work during ventilation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Nebulizer did not work during ventilation. Nebulizer does not work properly. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequenses. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.